Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot numbers were not provided. The reported patient effects of myocardial infarction and thrombosis, as listed in the absorb gt1 instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the elective procedure on (B)(6) 2016 was following a stress test that revealed a focal calcification in the left descending coronary (lad) artery. The calcified lesion was proximal to mid lad with 75% stenosis. Intravascular ultrasound (ivus) was used to determine vessel size (3.25mm tapering to 3.0mm). Several passes with an atherectomy catheter were made, followed by pre-dilatation with a 2.5 mm nc trek balloon, reducing the stenosis to less than 40%. The 3.0x23 mm absorb gti scaffold was implanted at 8 atmospheres and post-dilated with a 3.0 mm nc trek balloon. Ivus showed proximal under expansion so additional post-dilatation was done with a 3.5 mm nc trek balloon. Ivus showed satisfactory apposition and expansion. Great angiographic results; residual stenosis was less than 10%. On (B)(6) 2016, the patient presented with an st elevated myocardial infarction (stemi). Angiography showed the scaffold was occluded with thrombus. A 3.0x28 mm xience stent was implanted for treatment of the thrombus. The patient is doing well. It was confirmed that the patient had not been compliant with dual antiplatelet therapy (dapt) (had not taken aspirin since the procedure). The physician attributes the thrombus to non-compliance; not to a device issue. No additional information was provided.